Manufacturer narrative:
Correction: h11 - the reported event of failure to interrogate was not confirmed. Visual inspection of the device found the helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Visual inspection of the device found the helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported that a right ventricular leadless pacemaker (lp) was unable to be interrogated via conductive telemetry during initial implant. The device was swapped out to complete the procedure. Patient was stable with no consequences.